Event description:
Hosp personnel responded to a pt, condition unknown. The pt was connected to a defibrillator/monitor/pacemaker with the device for external pacing. According to the reporter, pacing would intermittently stop and had to be started again. No adverse affects to the pt were reported as a result of the alleged malfunction.

Manufacturer narrative:
Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional info on this event to FDA.